Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 43 mg/dl, 50 mg/dl and 200 mg/dl at the time of incident. Customer¿s other blood glucose levels were 250 mg/dl and 236 mg/dl. Customer was treated with food, toast with cheese, strawberries and nuts for low blood glucose as well as manual injection and insulin pump for high blood glucose. Customer did not allege insulin pump was over delivering and under delivering. Customer also reported that insulin pump was not worn during a medical procedure around a magnetic resonance imaging. Troubleshooting was performed for low blood glucose level and high blood glucose level. The insulin pump will not be returned for analysis.